Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 29 apr 2019. The manufacturer¿s international service technician confirmed the reported issue. Primary alarm failed (e/c 1102) was reported. The manufacturer¿s international service technician replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unit can't enter interface. There was no patient involvement.